Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he had experienced a low blood glucose and then due to rebound he had diabetic ketoacidosis. She spoke to the doctor and the doctor recommended she had diagnostics done on the insulin pump. Customer's blood glucose was 180 mg/dl prior the low occurring it dropped to 20 mg/dl, current was 116 mg/dl. The drives support cap was reported normal. Customer was admitted as an impatient for medical treatment. The device was not exposed to an MRI. It passed the displacement test and self-test. She was hospitalized due to high blood glucose it was 400 to 500 mg/dl. Hospitalization might have been caused from her over correcting for the low blood glucose. Customer declined troubleshooting for high blood glucose as she knew why high occurred. Customer was advised to monitor the device and call back if issues persisted. The device is not being returned for further analysis.